Event description:
It was reported that on (B)(6) 2013, the patient¿s wound was found to be infected. When the healthcare provider ¿went in¿, they found that the catheter was not infected, but it had somehow fallen out. The pump was turned off because the catheter ¿fell out¿. It was reported that ¿things went fine for two weeks¿ and then the catheter issue was discovered. A catheter revision was to be done at a later date. It was noted that the patient was a paraplegic and her wound was healing very slowly. The patient also had complications with the surgery because she was under anesthesia for so long. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
Additional information later reported per the surgeons office the intrathecal portion was removed, not dislodged. The surgery on 7-19 was due to an infection issue not a product issue. Per the reporter there was no additional troubleshooting. The pump was placed at its lowest simple continuous setting of 96mcg/day. It was not stopped.

Event description:
It was later reported that the date of diagnosis of the infection was 2013 (B)(6). Perioperative antibiotics were administered. The patient last had a pump refill on 2013 (B)(6). The patient showed symptoms of redness and drainage. The location of the infection was the lumbar region. A culture was obtained from the lumbar region and results showed pseudomonas aeruginosa. The patient was given IV and oral antibiotics. The catheter was explanted on 2013 (B)(6). The patient outcome was reported as ongoing.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013. (B)(4).

Event description:
Additional information reported the section of the catheter in the intrathecal space was removed on 2013-07-19. It was noted that during the procedure the catheter broke somewhere along the subcutaneous track between the lumbar and abdominal site. It was noted the remaining catheter was not retrieved since they did not open the abdominal incision. It was stated the patient was hospitalized. The patient status was noted as alive with no injury. The pump was used to deliver gablofen. It was reported the patient had incisional wound opening at the lumbar incision. It was stated the pump was replaced on (B)(6)2013. It was drainage showed pseudomonas and gram positive cocci. It was noted the patient also had pseudomonas in their urine. It was stated the lumbar wound grew aspergillus niger on (B)(6) 2013. It was reported the patient had another surgical debridement of dehisced lumbar wound on (B)(6) 2013. It was noted that at that time the site grew (B)(6). It was noted "patient spasticity had been orally since july" and they were scheduled for a new catheter implant on (B)(6) 2014. It was later reported that no fluid could be aspirated form the pump pocket on (B)(6) 2013, but a few drops of blood were obtained and sent for culture. It was noted there was no infection. It was stated the new catheter was placed and the remaining portion of the old catheter was removed. It was noted the patient was restarted with gablofen and maintained their oral medication for spasticity. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that, at the time of this report, the patient was fine and the infection resolved. The patient had been on oral therapy since the catheter explant in (B)(6) and was restarted on an intrathecal dose on the night prior to this report, after re-implant of the catheter. She would need to be re-titrated to achieve efficacy. No products would be returned to the manufacturer for analysis.